Event description:
Ventilator shut down while on patient. According to account of the event, ventilator all of a sudden made a loud screeching noise and the display screen went blank and the "vent inop" display light came on. Nurse was immediately at bedside, disconnected patient from ventilator attachments and began manually ventilating the patient. There was no harm to the patient since the nurse immediately removed the patient and intervened. Ventilator was immediately removed from service and sent to the biomed repair department.